Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted a 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection noted the temperature wire was unwinding inside of the catheter. No protrusion noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon concentricity was observed to be 50:50. The balloon passively deflated without issue or cuffing. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. Correction: d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that on the next day after use, urine leaked from the foley catheter. Also stated that the detail location of the urine leakage was unknown. Per notification received from investigator on (B)(6) 2023, it was reported that the investigation pertaining to the temperature wire unwinding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the next day after use, urine leaked from the foley catheter. Also stated that the detail location of the urine leakage was unknown.